Event description:
It was reported that this implantable device system exhibited a gradual increase in the right ventricular (rv) lead pacing impedance measurements, going from 627 ohms to 1837 ohms over the course of approximately one month. Reportedly, the capture threshold has also increased. The patient is not pacemaker dependent, therefore, no changes have been made by the clinic and further review by technical services (ts) was requested. Ts discussed that the device recorded impedance measurements greater than 2000 ohms on (B)(6) 2023, which is high out of range, and a lead safety switch (lss) was also triggered. In addition, there is an atrial tachy response (atr) event in which intermittent farfield of the rv on the atrial channel is observed, however the signals are artifact free. In-clinic assessment was recommended to evaluate the lead. The device system remains in service. No adverse patient effects.